Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a laparoscopic fundoplication procedure, suture came off needle two times. Suture of the same lot number was removed from surgery. To correct the condition, additional suture was used. The issue did not result in tissue damage or patient injury. It did not cause more than 250cc's of unanticipated blood loss. The case was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo of four endo stitch devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The reported condition for this incident was that the needle popped off the suture during a fundoplication procedure. The photo depicted four retainers and the respective loading units; the needles and sutures were not depicted. The returned photo as received by medtronic was found to meet medtronic quality release specifications after application in the clinical setting and, due to the fact that the product was not depicted in the photo, the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The product was not depicted in the received photos; only the packaging. Should new information become available, the file will be re-opened and reassessed at that time.